Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and an unrelated medical condition. Treatment details were not reported. Physioneal and extraneal therapies remained ongoing. Four days prior to the receipt of this report, the patient was discharged from the hospital and recovered that same day. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as ¿about 2 weeks ago.¿ as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.